Event description:
Additional information received reported that the patient was not experiencing any symptoms and the event was attributed to the pump replacement. The event was due to the pump pocket being revised and the health care provider (hcp) noticed that the pump's elective replacement indicator (eri) was 11 months. Therefore, the hcp decide to replace the pump while revising the pocket. No troubleshooting, interventions or other actions took place to mitigate or resolve the event. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the catheter revealed difficulty with the sc connector led to explant.

Event description:
It was reported that the patient complained that the position of the pump was causing him discomfort, as he lost some weight. The patient was not having any drug delivery issues that the reporter was aware of. On the date of this report, a pump replacement and pocket revision was performed. At this time, when the pump was disconnected, the metal portion of the sutureless connector tore away from the ¿soft white part¿, making it impossible to reuse. The sutureless connector was removed and replaced with a new sutureless connector. The final patient outcome and drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Catheter: serial # (B)(4) was returned. The explanted pump was not returned. Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.